Event description:
The patient reported an end of service (eos) code. She was in need of a new healthcare provider (hcp) to address the eos. The implantable neurostimulator (ins) was dead. No patient symptoms were reported. This had occurred on (B)(6) 2016. Indication for use was non-malignant pain. Additional information was received from the patient on (B)(6) 2016 stating that they went to turn it on and the doctor icon and end of service (eos) message came up. It had only been off for a few days, as the weather was warm. They noted that the battery needed to be replaced, and that it would be the third time unless it could be charged. They went to their doctor's office on (B)(6) and it was "locked up closed" and empty. The patient expressed dissatisfaction related to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.